Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch occurred on this right atrial (ra) lead, but no impedance measurements were available so the specific cause was undetermined. Noise was noted on the lead while in unipolar configuration but it was not reproducible. The patient also reportedly felt pain and stimulation at the pocket site. A boston scientific technical services (ts) discussed options for testing and optimizing the system. No additional adverse patient effects were reported. This lead remains in service.